Event description:
"Device inserted on (B)(6) 2026, at (B)(6). Extravasation of epirubicin on (B)(6) 2026. Catheter disconnected from the implantable port and migrated into the heart. The catheter was removed but not retained; the implantable port was left in place."

Manufacturer narrative:
Note: product reference 4433750 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. The complaint concerns 1 unit of celsite st305 sm set sil 6,5f IV reference 4433750 from batch 9553495. Device history record batch record file number 9553495 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other complaint was reported on this batch released in november 2025. Summary of investigation no sample, no x-ray picture were returned for evaluation the form "request for information - access port incident " was transmitted for review. Raw material historical review: the batch records of the catheters, of the connection rings and of the access ports housing included in the impacted device kit were verified. They are compliant with the defined specifications and no discrepancy was observed. All raw materials used for the manufacturing of these elements were also compliant upon receipt. Manufacturing process review: visual inspections and dimensional controls are performed during our manufacturing process. Nothing in our manufacturing process could explain the observed defect. Root cause without the complaint sample and/or x-ray pictures, no thorough investigation is possible, and we cannot conclude on the real cause of the incident that occurred only 4 days after implantation. The IFU specifies several recommendations to avoid this type of complication. Conclusion without conclusive element for evaluation, it is not possible to determine the exact root cause of the catheter disconnection, that occurred only 4 days after implantation. However, it is worth noting that: the batch history record has not revealed failure during manufacturing process, no other similar complaint was reported on this access port batch. Catheter disconnection is a known complication for which the complaint rate remains low. No corrective action is currently envisaged as IFU already gives recommendations to avoid this type of incident. If the complaint sample involved in this complaint becomes available, the complaint will be reopened for further evaluation.